Manufacturer narrative:
(B)(4). The injection port with locking connector, tubing strain relief and 14cm of catheter were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was returned in locked position and hooks were deployed. It was also noted that the tubing strain relief was slid of 2mm from the original position. Several brown stains were observed around injection port and catheter. Upon microscopic evaluation it was noted that the septum was punctured 3 times. An injection test was performed on the injection port with a successful result; no blockage was found. A leak test was performed on the injection port with a successful result; no leak was found. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted. Device was returned fully functional, unlikely visual or functional inspection of the device cannot confirm events that are physiological in nature such as infection; therefore no other evaluation other than outlined within this file has been performed.

Event description:
It was reported that (B)(6) post operative a realize band implant, the patient presented with pus coming from the port site. It was determined that the patient had developed a port infection and was started on antibiotics. During the (B)(6) post op follow up everything was fine. The band was implanted by the surgeon (B)(6). The exact date is not presently known. The patient had pus coming out of the port site. The port was removed on (B)(6) 2011. The infected area was cleaned and packed. There were no other reported patient consequences.